Manufacturer narrative:
The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, the defibrillation system was successfully implanted on 7 november 2016 and the patient was discharged on (B)(6)2016. A 1 to 3-month follow-up was performed on 12 january 2017 and a 6-month follow-up was performed on 8 may 2017. No adverse events were reported. On (B)(6)2017, it was reported that the patient had a skin and subcutaneous infection. The device was explanted on 22 june 2017.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2016 and the patient was discharged on (B)(6) 2016. A 1 to 3-month follow-up was performed on (B)(6) 2017 and a 6-month follow-up was performed on (B)(6) 2017. No adverse events were reported. On (B)(6) 2017, it was reported that the patient had a skin and subcutaneous infection. The device was explanted on (B)(6) 2017.